Event description:
A report was received that the patient was experiencing overstimulation that caused the patient nausea and vomiting which immediately subsided when the patient turned off the device. It was also reported that the patient experienced changes in stimulation when posture changes and lead is more on the gutter which would also explain patient experienced inadequate stimulation. The patient underwent a revision procedure and was doing well postoperatively.